Event description:
Patient presented to surgeon with complaint of ongoing problems of pain and episodes of infection. Patient underwent removal of implants. Operative report noted that when opening the capsule of the left breast, immediately upon entering the capsule, a fair amount of silicone gel was noted. Path report confirmed a 3 cm. Hole. Path report also described breast left and right anterior capsules as fibrous tissue with foreign bodies and foreign body giant cell reaction. Patient was discharged on antibiotics and pain medications. To follow-up surgeon.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.